Event description:
It was reported that the user experienced hyperglycemia at 341 mg/dl while using the ilet within approximately 90 minutes and increased insulin use, with subcutaneous insulin after a pain management procedure that included a steroid injection of unknown dose. The user self-administered a long-acting insulin dose and requested guidance on meal settings, and the call was transferred to a clinical partner for further support. Customer care provided support that included customer support triage and clinical escalation. Investigation of this case revealed that the cause of hyperglycemia was unclear, with possible contributing systemic steroid effect. No clinical symptoms associated with elevated blood glucose. Outcomes included need for troubleshooting and education with transfer to a partner organization. It was concluded that no device malfunction was identified and that clinical management guidance was indicated for insulin and meal setting adjustments. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.